Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.